Event description:
It was reported that the patient underwent a staged left shoulder revision converting to hemiarthroplasty due to possible infection and loosening of the glenoid following a prior shoulder arthroplasty. The patient previously had a reverse shoulder arthroplasty; the glenoid component was found to be loose with concern for infection. A staged approach was undertaken to address the condition, and subsequent computed tomography was performed with plans for further revision using a customized implant. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unk tm baseplate cat# unk lot# unk. Unk inverse screw cat# unk lot# unk. Unk inverse screw cat# unk lot# unk. H6: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.